Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode following inappropriate shock due to oversensing of noise. The backup mode was noted to be caused a power on reset. The device was ultimately deactivated. The patient was stable.